Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 12/27/2021, it was reported by a sales representative via email that an ar-4020c-09 fastthread screw had structural damage and lost shape after it was inserter. This was discovered during an acl procedure on (B)(6) 2021. Surgeon used the proper tap prior of screw insertion and then when screw was putting it did not work and surgeon removed it. It was noticed that the lower threads had lost its shape and surgeon was unable to use it again. Additional information received on 12/27/2021: nothing broke inside the patient and case was completed using an ar-1390e from lot 13435877 without further issues.